Manufacturer narrative:
According to accuview graph: study length is: 79:07 hours. Signal is incomplete throughout the study when patient is in supine mode, which can indicate that patient place the recorder away from his body, more than 6 meters or indicate on recorder/receiver malfunction. DHR review: capsule lot number is: 30492q, pass. Recorder/receiver serial number was not provided. The conclusion of the investigation is: suspected recorder malfunction.

Event description:
According to the reporter, the customer called to report a short bravo study. The study was received and it was a full study. It had a high baseline reading and missing tracing throughout the study. Technical support is submitting for a capsule replacement. The study signal was incomplete throughout study when patient is in supine mode, which can indicate that the patient placed the recorder away from their body, more than 6 meters. This can also indicate a recorder/receiver malfunction. There was no patient or user harm due to the alleged device malfunction. A repeat procedure was done.